Event description:
It was reported that during the priming of a prismaflex st100, an external fluid leak was observed due to a crack. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6), should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Additional information added to h3, h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however photos and a video were provided. The visual inspection observed an external fluid leak from the multiconnector of the replacement line post pump due to a gluing issue of the line. The reported condition was verified. The cause identified is a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.